Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to power off because it was alarming. Attempted to restart and pump alarms no disposable, pump will not run. No patient injury. No additional information.